Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 110 ml of solution in the bag containing the unit because the luer was not securely closed. A needle was also received connected to the luer. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the infusor and the needle showed no signs of blockage that could have caused the reported condition. The infusor was subsequently refilled with dextrose solution for a functional test. After fill, flow was readily observed at the infusor's luer and also when the needle was connected to the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one (1) infusor device did not flow after filling. The device was filled with 5-fluorouracil and saline. Force priming attempted but still no flow. There was no patient involvement and no patient injury or medical intervention. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.